Event description:
The customer contacted beckman coulter inc (bec) in regards to erroneous low sodium (na) and chloride (cl) results generated unicel dxc 600 synchron clinical systems. The results were reported out of the laboratory and questioned by the physician. The samples were repeated and higher results were obtained and amended. Treatment was not initiated or withheld based upon the low results reported.

Manufacturer narrative:
The samples were serum. No additional sample information was provided. Qc run prior to the event was low, however the customer stated it was within their lab-established ranges. A bec field service engineer (fse) performed electrolyte injection cup modification and verified performance. A clear root cause is unidentified.